Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The insulin pump had moisture damage was found on motor assembly. Unable to perform rewind basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to blank display. The insulin pump received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 387 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.